Event description:
It was reported that the customer was hospitalized for low blood glucose and his glucose levels were 20 mg/dl. It was stated that the customer believes he was disconnected when he changed the infusion set the previous day to the incident. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.